Event description:
Balloon catheter completely ruptured around the time. Gas line filled with blood, line was clamped. Balloon turned off and removed asap. Pump alarm sounded when the balloon failed. Blood was seen on the catheter tubing. Pt passed away the following morning after 1 unsuccessful balloon implant and 1 successful implant in the cath lab. No difficulties encountered during insertion or pumping. Problems encountered during removal and consequently struggled to re-implant. Updated info on (B)(6) 2012 - cause of death was not due to the problem with the balloon, but because the pt was deteriorating. Hospital is not attributing the death to the balloon complaint.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The luer from the extracorporeal was not returned. One kink was found on the inner lumen approx 27.7 cm from the iab tip. It is difficult to determine when the kink occurred. It may have occurred during iab insertion, during iab removal, during iabp therapy, from pt movement, or while packaging/shipping the iab back for eval. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approx 2 cm from the rear seal measuring 0.051 cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A review of the device history does not indicate any lot specific issues. (B)(4).